Event description:
The manufacturer received information alleging the ventilator ceased to deliver airflow for about 5 seconds. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the reported error could not be confirmed. The service tech did confirm a reboot had occurred, so the main pc board was replaced. Life smells were sensed so the blower, outlet flow path and inlet foam kit were replaced. The device was cleaned and functionally tested.